Event description:
The concern device was explanted. So far no info has been received regarding the circumstances which let to the device explantation.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.